Manufacturer narrative:
Additional information was provided in d9, the device has been received for evaluation, and the investigation is under way.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A fifty seven year old male patient with a medical history of coronary artery disease received an impella 5.5 device for post cardiotomy cardiogenic shock following high risk coronary artery bypass surgery. Prior to device placement, the patient was receiving multiple intravenous medications to support heart muscle contraction and mechanical ventilation, consistent with society for cardiovascular angiography and interventions cardiogenic shock stage e. The impella 5.5 device was inserted into the left ventricle per standard direct insertion technique; however, the pump appeared to be oriented toward the mitral valve, indicating malposition. The cardiac surgeon was unable to torque the device toward the left ventricular apex. Concurrently, bleeding was observed at a coronary artery bypass graft anastomosis site, and while re suturing the graft, a suture was inadvertently passed through the impella pump. During subsequent attempts to reposition the device, the cannula advanced into an under filled left ventricle over a 0.018 inch guidewire and perforated the left ventricular wall. Upon recognizing the perforation, the surgeon immediately removed the suture, pump, and guidewire. A new impella 5.5 device was then placed and successfully supported the patient for five days. On the fifth day, the device was removed following recovery of the patient¿s native cardiac function. Details regarding management of the left ventricular perforation were not available. The perforation was considered likely related to excessive torque applied to the device and to the inadvertent suture placement. 5.5 to 5.5 exchange. Two cis: ci-53043 and ci-52957, one for each pump. Ci-52957 covers three fms on same day. Device implant. Lv perf during implant. Cannula and wire removed. Then repositioning issue triggered suture at graft site that pierced pump, triggerring explant. Also bleeding/coagulopathy issues.